Event description:
It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 27mm watchman laa closure device and delivery system (wds)were used. The closure device was deployed, but needed to be recaptured since it was too distal in the laa. The was kinked upon recapture, and after several attempts, the closure device was successfully recaptured and removed. A new was and wds were used to successfully complete the procedure. There were no patient complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman truseal access system. The device was bloody with the dilator outside of the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed kinks in the sheath located 5 cm, 51.5cm, 53.5 cm from the tip of the device, and tip damage (delamination). Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and 27mm watchman laa closure device and delivery system (wds)were used. The closure device was deployed, but needed to be recaptured since it was too distal in the laa. The was kinked upon recapture, and after several attempts, the closure device was successfully recaptured and removed. A new was and wds were used to successfully complete the procedure. There were no patient complications reported and the patient is stable.